Event description:
It was reported that at a one week follow-up, it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.